Manufacturer narrative:
Product analysis: manufacturer's analysis indicated that the external pulse generator (epg) failed ventricular tests. It was indicated that a diode was out of specification. It was also indicated that the cases and covers were broken. The epg was repaired and returned for service. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) was returned for testing and calibration and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.